Event description:
It was reported that the 0 and 1 combination on the left implantable neurostimulator (ins) was at 8 ohms, likely a short. The patient also had a lot of tremor. The impedance issue was discovered prior to the ins change out on the day of the report. The right ins was replaced due to normal depletion and the left ins was not replaced. Two days later the healthcare provider (hcp) noted that the therapy and electrode impedances were normal. The cause of the impedance issue was not determined and no lead fractures were noted. It was unknown if the tremor was related to the impedance issue. No troubleshooting or actions were taken to resolve the event. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4) implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7438, lot# serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: 2009, product type: extension. Product ID: 3389s-40, lot# v275184, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v275184, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4) implanted: (B)(6) 2009, product type: extension. (B)(4).